Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced hub disconnection. This event occurred once. The following information was provided by the initial reporter. The customer stated: when preparing to collect blood from the veins of the physical examination guests, the hub (including the viewing window) is disconnected when the needle holder is rotated and connected.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 800 pro synchon system. The fse inspected the instrument and determined the sodium electrodes had malfunctioned. The fse replaced the sodium measure and reference electrode to resolve the issue. The fse verified the system performance. No further issues were reported, and the customer was satisfied. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).